Event description:
It was reported the patient had a loss of stimulation sensation that started about four days prior to report. Three days later the patient noticed a power-on-reset (por) condition displayed. The patient had an accident three months before and had been having physical therapy since, but the patient hadn't had a problem until recently. Therapy had been great until the por condition appeared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v436021, implanted: (B)(6) 2010. Product type: lead: product ID 355018, lot# w59880, implanted: (B)(6) 2010. Product type: accessory: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).